Event description:
The customer advised they received reports of tnp (test not performed) and specimen integrity concerns for hemolysis and unspun specimens. The customer provided a photograph. The customer reported they are concerned that staff are following phlebotomy guidelines for specimen processing, clotting, and centrifugation but they continue to receive cancellations due to hemolysis and unspun specimens. The customer reported their staff are seasoned phlebotomists and reported they only receive the test cancellations from quest and not competitor laboratories. Customer noted they are using the centrifuges provided by quest. They confirmed they are allowing the tubes to clot for at least 30 minutes prior to centrifugation, inverting 5-10 times post venipuncture, and centrifuging the tubes no later than 2 hours after collection. Tube are kept upright prior to and after centrifugation.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations. The cause of the event cannot be determined.